Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the settings in server were incorrect. The field service engineer observed that station was operating properly on site. They renamed "ertriage" to address the issue. Customer checked sync status of both machines and the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the admit discharge transfer (adt) feed was not successfully transmitted to the pyxis dispensing machine, resulting in the station displaying an offline status. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.